Manufacturer narrative:
The reported event is confirmed manufacturing related as the notch was not perforated. Visual evaluation noted received 1 silicone foley catheter with syringe. Using returned syringe, the balloon was inflated with 10 ml of methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water). Upon inflation a hissing noise was present and asymmetrical balloon was noticed with a ratio of 100:0. Within 5 minutes 0ml of solution withdrew passively. Solution was withdrawn by aspiration. Using in house syringe the balloon was inflated with 10 ml of methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water). Asymmetrical balloon was also present upon inflation with a ratio of 100:0 and 4.6 ml of solution withdrew passively under 5 minutes. Dissected balloon and it was found that the inflation notch was not perforated. Also received 5 photo samples. First photo sample shows top view of catheter with slightly inflated balloon and catheter balloon inflated. Second photo sample shows end of catheter with balloon inflated with solution. Third photo sample shows inflation cap with lot number indicated as nghn0813. Fourth photo sample shows tray packaging, and fifth photo sample shows document written in a native language. Based on physical sample received, this does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The potential root cause is foreign matter during processes (flap or flash during punching). The DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, water from the balloon did not return to the syringe. The lot number was myhy3062.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, water from the balloon did not return to the syringe. The lot number was myhy3062.